Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) lead was noted as dislodged, resulting in a loss of capture. The lv lead was repositioned successfully at first but, suture sleeve was not properly fixated so the lv lead was explanted and replaced to resolve the event and the patient was in stable condition.